Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse was informed that the patient that the customer was looking for information on was never admitted onto the patient information center. The customer understood that the issue was user related and they stated to close the case. There was not philips malfunction. The user failed to admit the patient onto the patient information center which resulted in no patient data being stored. The customer stated it was ok to close the case as no malfunction had occurred.

Event description:
The customer reported that a patient passed away and there were issues with pulling retrospective data due to default settings. The device was in use and it was reported that the patient died.

Event description:
The customer reported that a patient passed away and there were issues with pulling retrospective data due to default settings. The device was in use and it was reported that the patient died.

Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.